Event description:
During follow-up for draining issues, it was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to shortness of breath (sob). The final diagnosis was membrane failure. The patient transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2026. Confirmation was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The sob was due to fluid overload caused by membrane failure. The cause of the membrane failure was not determined. This patient was new to pd, and the membrane was not removing adequate fluid for the patient. This resulted in the fluid overload. The patient was permanently transitioned to hemodialysis (hd).

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.